Event description:
On an unknown date, a patient was implanted with a helical blade. During follow-up on an unknown date, it was discovered that the helical blade had migrated forward. Medialization of bone material occurred with this migration, meaning that the helical blade removed bone material as it migrated. The helical blade was explanted during a revision surgery on (B)(6) 2013. A 85mm trochanteric fixation nail (tfn) was implanted in its place. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification code hwc. A device history review was unable to be completed for the provided lot number, as lot number 4234745 does not have a synthes cross-reference lot number for part number 456.304. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation reports for the design evaluation that there are many factors for medial cutout of a tfn construct. This failure mode is not inherent with just the tfn, but rather all cephalomedullary nails on the market. Bone quality, fracture pattern/comminution, reduction of the fracture, patient compliance, placement of the implant, etc. Are just a few of the variables that can influence a nail construct to cutout medially. In conclusion there are too many factors involved to determine fully the cause of a cephalomedullary nail cutting medially out of the femoral head. However, based on the low occurrence rate, complaint history, and that this failure mode is not inherent with just tfn, but rather all cephalomedullary nails, the design of the device was deemed to meet its intended use. Thus this complaint is indeterminate.

Manufacturer narrative:
A review of the implant device history record (DHR) revealed no complaint related anomalies. The DHR shows that this lot of titanium helical blades was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during lot manufacture that would contribute to the complaint condition. A review of the raw material DHR shows one ncr written at incoming inspection for a documentation issue whereby the mechanical test data was reported by the supplier in (B)(4) units rather than (B)(4) units as is required by the standard (B)(4). This ncr was dispositioned as a rework whereby a revised and corrected material certification was received in the correct format and units. The raw material was released for normal processing and a supplier corrective action request (scar) was issued to the vendor for future corrective action. This documentation non-conformance in no way is related to the complaint condition. The helical blade as-received condition showed moderate scratching along the outer shaft in a somewhat spiraled fashion. The laser etching was legible but scratched. The most pronounced surface abrasion / scratching occurs approximately 22 mm from the end of the blade and is roughly 28 mm in overall width. The m5 internal thread shows visible signs of damage and deformation (such that the thread gage would not thread into the feature). The nature of the complaint (blade migration) is not relevant to the internal m5 thread which showed signs of damage and deformation. All other dimensional features were found to conform. (B)(4). From synthes (B)(4) to synthes (B)(4). Lot number: should be 7234745.